Manufacturer narrative:
Batch review performed on 03-sep-2025. 02.07.1204l tibial tray fix cemented s.4l lot. 167418 (k090988) lot 167418: (B)(4) items manufactured and released on 21-feb-2017. Expiration date: 2022-feb-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. 02.12.0004l gmk-sphere femoral component cemented - 4l (k121416) lot 183471: (B)(4) items manufactured and released on 18-jul-2018. Expiration date: 2023-jul-04. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Conclusions: aseptic loosening is a possible literature-described adverse event after primary knee arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.

Event description:
At about 5 years from primary the patient underwent revision due to mobilization. It in not know which device mobilized. All devices were explanted.